Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot #73l1500348 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The stapler does not close the staples correctly; the staples are released open, and several staples together, not one to one. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one unit of product 528235 visistat 35w 6/box. The returned stapler was visually examined with and without magnification. The staples appear to be properly aligned. No defects or anomalies were observed. A functional inspection was performed by attempting to engage the trigger of the stapler using hand pressure and one properly formed staple was formed and released from the stapler. In an attempt to simulate insertion into the skin, the stapler was used on a foam pad and no functional issues were found. All remaining staples were able to properly form and release from the stapler. No functional issues were found with the returned complaint sample. The stapler was received with 27 staples remaining in the cover block indicating that 8 staples were fired by the end user. Other remarks: the IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." A corrective action is not required at this time as there were no functional issues found with the returned sample. The root cause for the complaint is undetermined.